Event description:
Customer reported he experienced high blood glucose for the past 24 hours. Blood glucose value went up to 500 mg/dl and current value is 319 mg/dl. Customer had frequent urination and thirst as symptoms; treated with bolus dose. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer found an insulin leak at the tubing. Customer changed the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.